Event description:
Giving a heparin shot with a tuberculin syringe - 27g vanish point 2. As I was administering the injection, the syringe needle prematurely retracted as I pushed the plunger down and part of the 1ml of heparin shot out and squirted me in the left eye.